Event description:
It was reported that, "pt has discomfort. Cobalt 2.2 levels elevated. Pt wants cobalt levels checked."

Manufacturer narrative:
Method: review of device history, complaint history and IFU. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested, but not made available. The event was not confirmed. Metal sensitivity reactions are known adverse effect of joint replacement. The root cause could not be determined with the limited info available at the time of the eval. However, it is likely that pt factors contributed to the reported event. Review of the device history records indicates all devices accepted into final stock met specs. The parts associated with this event are not part of a recall. The product experience reporting database indicates there have been no other events for the reported lot ID. Review of IFU, indicated that metal sensitivity reactions are known adverse effect of joint replacement: "adverse effects - metal sensitivity reactions have been reported following joint replacement." Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-01020.